Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, moderate-severe central aortic regurgitation (ar) and paravalvular leak (pvl) developed. According to the physician, the cause of the ar and pvl was extensive calcification. Neither a pre-implant or post-implant balloon aortic valvuloplasty (bav) was performed. Twelve days following the valve implant the valve was explanted. A non-medtronic valve was implanted. No additional adverse patient effects were reported.